Event description:
The complainant reported a patient with a low ejection fraction (5%) and undergoing right heart catheterization was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed limb ischemia. The impella was removed as the impella leg was mottled without pulses. The doctor made the call to explant the impella. The patient's status post explant was noted as critical.

Manufacturer narrative:
The patient's race was listed as unknown. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).